Event description:
A bilateral burr hole for a subdural hematoma evacuation was being done by using an anspach drill with a codman perforator. The perforator went through the skull and dura. After the perforator penetrated the skull, the cutting mechanism did not disengage. The surgeon had to make the area of the bone flap larger in order to remove the bit.